Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/13/2025, it was reported by a sales representative via email that an ar-2324kbcsp knotless biocomposite swivelock sp had the eyelet break. No pieces broke off in the patient. The case was completed successfully. This was discovered during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.